Event description:
It was reported the patient presented for a leadless pacemaker (lp) implant. During the procedure, multiple locations were mapped and multiple fixation failures occurred. High capture threshold was also observed at one location. The lp was exchanged and the procedure concluded without further issue. The patient was stable.

Manufacturer narrative:
Device history record was reviewed and found to be complete. The product passed all quality control tests prior to its distribution. The reported event of failure to capture and dislodgement were not confirmed. The device was above elective replacement indicator (eri) upon receipt. Visual inspection noted outer helix length was within specifications. Further analysis performed, including output verification, which showed normal device characteristics without any anomalies contributing to reported event of capture problem. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported the patient presented for a leadless pacemaker (lp) implant. During the procedure, multiple locations were mapped, and multiple fixation issues occurred. Dislodgement occurred at one fixation attempt, and high capture threshold was also observed at one location. The lp was exchanged, and the procedure concluded without further issue. The patient was stable.